Event description:
A site initially reported to ge healthcare on (B)(6) 2008 that a nurse felt a tingling sensation on her fingertips from typing in pt info while performing an EKG (electrocardiograph) on a pt. The nurse's finger tips reportedly turned white on the surface, however no serious injury was reported at this time. On (B)(6) 2010, the site informed ge that the nurse involved in the reported event had sustained second degree burns on the wrist and hand. The nurse was evaluated by a physician and was treated with bacitracin and bandages. The nurse was reportedly able to return to work the same day of the event.

Manufacturer narrative:
The mfg site received the unit for investigation. The keypad was viewed under a 40x microscope to observe any puncture in the keypad. No abnormality was observed. The unit also underwent safety tests confirming that the unit's leakage current was within specification. The unit was then tested while switched off and while switched on, both on mains and battery power. No failures were observed. The reported issue could not be replicated. Based on the results of the investigation, and due to the construction of the keypad, low voltage and minimal current of the device, it is unlikely that the unit's keypad contributed to the pt burn. The root cause of the reported event could not be determined. As a preventive measure, the unit was replaced at the customer site.